Event description:
In 2000, following a cardiac catheterization, a right femoral angiogram was performed. The angio-seal device was deployed; however, the collagen could not be tamped under the skin. The pt had a history of coronary artery disease and was on aggrastat, which was discontinued four hours prior to the procedure. Heparin was administered during the procedure. The pt experienced significant bleeding and manual pressure was held to resolve a hematoma. The suture was cut below the collagen to hold manual pressure without placing the tension spring on the suture. Six hours later, the pt experienced bleeding and underwent exploratory surgery, revealing an incision on the profundus artery that may have led to the late bleed and retroperitoneal bleed. Distal pulses were good. The pt was recovering under observation. No further information could be obtained concerning this event.